Manufacturer narrative:
Root cause: after steam sterilization the sleeves and pull plungers were probably removed and then incorrectly reassembled. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
While reviewing inventory at surgery ctr, found two reusable teleports that had lost their ability to lock.